Manufacturer narrative:
(B)(4). Device manufacture date unknown / not provided.

Event description:
Doctor indicated that during placement of implant fnt3210, after giving the final torque with ratchet wrench, mount screw did not release from implant. Doctor tried to disengage mount screw from implant but was unsuccessful. Consequently, the implant was removed and replaced with a different implant.

Manufacturer narrative:
The mmc15 was returned for investigation. Visual inspection found that the implant mount showed signs of usage with worn markings and tissue. The implant mount is connected and cannot be removed due to strip screw. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicated ¿mount screw did not release from implant. Doctor tried to disengage mount screw from implant with a screwdriver but unsuccessfully, and screwdriver stripped out during the attempt.¿ the complaint was confirmed a definitive root cause could not be determined for this complaint. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Labeled for single use changed from "no information to no".